Event description:
It was reported that patient received high voltage therapies due to ventricular fibrillation. Some of the episodes showed that many of the maximum energy shocks were ineffective. The patient was hospitalized. A few days later, the physician performed a successful dft test. The device remains implanted and the patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.